Manufacturer narrative:
Device evaluation , service noted the reported issue has been reproduced. Evaluation and inspection confirmed that black foreign matter had adhered to the cleaning brush. It was confirmed that there was a black stain 37 mm from the tip in the forceps channel. The black foreign matter on the cleaning brush was dirt in the forceps channel, it is presumed that the dirt in the forceps channel adhered to the cleaning brush during cleaning. Additionally, evaluation noted that as a result of component analysis of the black foreign matter adhering to the cleaning brush, molybdenum and sulfur were confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported when the loaner device arrived and the cleaning brush was passed through the forceps channel during the first cleaning before use, black foreign matter was found adhering in the forceps channel. According to the reporter, it was not used for patients due to it was washed for the first time after arrival. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to being attached to the cleaning brushed used during cleaning. Olympus will continue to monitor field performance for this device